Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate with multiple cartridges. The customer's blood glucose (bg) level was 202 (mg/dl). During troubleshooting the customer reloaded a cartridge and received an accurate fill estimate.